Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012; inratio: 3.8; lab: 1.8. Pt's therapeutic range: 2.0-3.0 inr.

Manufacturer narrative:
Data analysis was not performed since pt was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Further investigation could not be performed since no strip lot info was provided by the customer. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.